Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the device was out of calibration, the switch was damaged, the reciprocating arm was worn, and the cable insulation was damaged (no exposed wiring). The motor, switch, plug harness assembly, and reciprocating arm were replaced and the device was recalibrated correctly and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the device would not turn on. No harm or delay were reported. Upon evaluation it was noted that the motor speed was unstable on the device. No adverse events were reported as it relates to this event.